Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735737, version #: (B)(4). The software logs were received for analysis. However, they are under analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that two exams have a caution symbol and state "not optimal for stealth - discarded invalid dicom slices." No patient was present at the time of the event.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.